Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#1419652) on behalf of the MFR bhm medical, inc (registration#9681684). An on-site inspection was performed by an arjohuntleigh technician after the incident. He performed a full function test on the floor lift, which permits us to conclude that it was in good working condition and was working as per MFR's specifications. It was also noticed that the sling used at the time of the incident was not an arjohuntleigh product, but rather manufactured by t.h.e. Medical. A complete investigation was performed by the MFR and visual examination of the pictures rec'd confirmed the findings of the on-site investigator. In addition, no visual anomalies were noticed for the dynamic positioning system's (dps) knobs. A review of the trend indicates that, when this type of lift is used with a non arjohuntleigh sling, it is the first occurrence reported to the MFR of a pt drop, but without a clear indication that the fall was caused by a clip detachment or breakage. No relevant info was found when reviewing the mfg process and the history of this type of product. Based on simulations previously performed and knowledge about our own clips slings, a pt slipping out of sling during transfer could occur due to different scenarios: wrong size or type of sling used regarding the pt weight, size and morphology and pt classification. The sling is incorrectly attached to the dps. However, the reported event does not mention any clip detachment, so this possibility should be dismissed. The sling clip detaches during transfer. However, the reported event does not mention any clip detachment, so this possibility should be dismissed. The sling is not attached at the beginning of the transfer. However, this last option should be dismissed since the fall occurred while the resident was lowered back onto bed. It would be highly unlikely that the pt would have not fallen before if the sling would have not been correctly applied at the beginning of the transfer. All the possibilities set forward a scenario where the device instructions for use would have not been followed. Since the sling used was not arjohuntleigh product, we are limited in the knowledge of how slings from others companies perform with arjohuntleigh lifts. The MFR concludes that the pt slipping through the sling was most likely due to the use of a sling not from arjohuntleigh. It was noticed that the sling label has a punch where it was indicated that the sling was an "arjo" model, info that is not recognized by arjohuntleigh. By having contradictory info, this could have created confusion with the user. Since the maxi move instructions for use clearly contraindicates the use of non arjohuntleigh accessory with this floor lift, it could be an indication of negligence or lack of training regarding the recommendations contained in these instructions for use, which must prevail when using the maxi move for pt transfer. It is strongly recommended that the use of the maxi move lift in combination with sling other than arjohuntleigh is to be avoided in order to keep the pt safe. This is warned at several places into the maxi move instructions for use, among others: "warning: to avoid injuries that can be attributed to the use of inadequate parts, arjohuntleigh strongly advises and warns that only arjohuntleigh designated parts should be used on equipment and other appliances supplied by arjohuntleigh". "Warning: only use arjo supplied slings and stretchers that are designed to be used with maxi move." It is recommended that the end user be trained about those safety recommendations.

Event description:
While the resident was being lowered into bed after a transfer, she slipped through the sling. No injuries were reported.